Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure it was observed that while using the ao reaming attachment for trs device, the surgeon could not get the reamer attachment to spin when properly secured to the drill handle. The trs would function with other attachments as expected. This item was deemed to be no longer functional. The surgeon utilized an alternate device that was available at the site to complete the reaming. There was a minor delay to the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.